Manufacturer narrative:
Continuation of concomitant: 694958 lead implanted (B)(6) 2005; 5076-45 lead implanted (B)(6) 2007

Event description:
It was reported that the left ventricular (lv) lead had alerted for low pacing impedance. It was additionally reported the right ventricular (rv) lead was oversensing and a high rv threshold was noted. The lv and rv lead remain in use. No patient complications have been reported as a result of this event.